Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation of the device is currently in progress. Once the investigation on the unit is performed, a f/u report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but some of the led segments on the display were not illuminating. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five years with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit had some bad led display segments. No patient involvement and no patient incident. Unit will engage in monitoring.